Event description:
Nellcor puritan bennett received information that suggested that the patient became disconnected from the device. There is no allegation that the device failed to alarm. And that they are inquiring whether the data in the device's internal memory indicates that the device alarmed as designed. The customer has downloaded the device's internal memory and has provided a copy of the data to npb. The customer has informed npb that they will not be sending the device to npb for evaluation.